Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient was at work and the cgm was reading 21.1 mmol/l. As the cgm showed high values the patient self-treated and injected a 'lot of insulin' and became hypoglycemic. The patient´s colleagues noticed the patient had unnormal behavior (no specific symptoms were provided). An ambulance was called by the patient´s colleagues and the paramedics took a blood glucose reading which was 1.8 mmol/l, the blood glucose value was confirmed by a second measurement. The patient was taken to the hospital, at the emergency room the patient was treated with 2 tubes of glucose, 1/2 l via injection, 2 tubes jubin and food. The patient stayed at the hospital for 6 hours, recovered and was discharged. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia.